Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's o-rings kept coming out of the reservoir compartment. The customer reported that the reservoir was no longer being held in place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, cracked reservoir tube window, cracked battery tube threads and missing reservoir tube o ring.